Event description:
The surgeon reported the anterior chamber was unstable during phaco. A posterior capsule tear occurred. The surgeon performed an anterior vitrectomy and the iol was implanted. The surgeon stated there was no pt injury.

Manufacturer narrative:
The cleaning and sterilization recommendations were reviewed with the surgeon. The handpieces are cleaned in a dishwasher. The customer was advised to clean the handpieces immediately after each procedure to prevent surgical debris from sticking. The facility did not request service. No samples were returned for eval. There was no sample returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).